Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 89 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 170 mg/dl. The customer stated he is also concerned with the reading in the meter memory of 122 mg/dl fasting. Even though 122 mg/dl is within provided range, the customer stated that around this time in the evening when he is fasting, it is usually closer to 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).